Event description:
Customer called and stated that they performed bravo procedure on (B)(6)2009 and it failed to attach. The physician followed all the required instructions but when removing the delivery sys the capsule was still attached. They used another capsule and it work successfully.

Manufacturer narrative:
No pt injury has occurred following this incident.